Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy. Externalized conductors were observed. Noise and low, out of range pacing lead impedance were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).